Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating detachment occurred. A choice¿ pt guidewire was placed in an unspecified location. The physician attempted to load a stent on the proximal end of the guidewire; however the coating of the guide wire detached outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Upn corrected from (B)(4) - choice pt 182cm (5pk) - 12160-01 to (B)(4) - choice pt es 182cm (5pk) - 12161-01. Device lot # corrected from 18845893 to 18612619. Device expiration date corrected from 24-jan-2018 to 8-nov-2017. Batch manufactured date corrected from 25-jan-2016 to 10-nov-2015. Device evaluated by MFR:unit returned with its original pouch batch 18612619. The unit returned has distal tip kinked. The device returned has the proximal section kinked. The dimensions that were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating detachment occurred. A choice¿ pt guidewire was placed in an unspecified location. The physician attempted to load a stent on the proximal end of the guidewire; however the coating of the guide wire detached outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.